Manufacturer narrative:
The reported events of failure to interrogate and backup mode were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating high current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient had no symptoms. It was noted that backup vvi was observed on the pacemaker. Interrogation was unsuccessful in office. Use of a magnet to determine magnet rate resulted in no response. The device is included in the subset of assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march, 2021. The patient's device was explanted and replaced. The patient was stable before, during and after the procedure.